Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump emitted an unusual chirp and would not power on to begin therapy, resulting in the user being unable to use the device; the user transitioned to another ilet unit, and a replacement device was processed. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health and no hospitalization. Investigation included a review of the reported malfunction and coordination for device return. Investigation of this case revealed a device malfunction consistent with failure to power on and suspected battery depletion, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation.